Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer reported that they received an erroneous result for one patient sample tested for carbohydrate antigen 19-9 (ca 19-9). The customer stated that the event occurred either on the evening of (B)(6) 2015 or on the morning of (B)(6) 2015. The sample was initially diluted manually at a times 10 dilution and resulted as 44.0 u/ml. It was asked, but it is not known if the 44.0 u/ml value was reported outside of the laboratory. The sample was repeated with a times ten manual dilution and resulted as 100.89 u/ml. When calculated to include the dilution factor, the repeat result was 1008.9 u/ml. The 1008.9 u/ml value was reported outside of the laboratory. It was asked, but it is not known if the patient was adversely affected. No adverse event was reported. The lot number and expiration date of the ca 19-9 reagent were requested but not provided. A specific root cause could not be determined. The field service representative checked the analyzer and found that the analyzer's cover leans slightly. He checked for alarms and there were no alarms relating to issues that could be caused by the leaning cover. He checked the reagent for bubbles. He also cleaned and adjusted the probes. He checked lld and this was ok. He found that the mixer paddle was slightly bent, so he replaced this and adjusted it. He ran performance testing and this was ok.